Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported: malformed staples. It was reported that during the esophagectomy surgery, when severing gastric tissue, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint #(B)(4). Batch # r57715. Device evaluation summary: the analysis results found that the tcr75 cartridge was received with no apparent damage. The reload was received fully loaded with staples and the swing tab was found to be in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. No absence of staples were noted after the firing. The event described could not be confirmed as the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.